Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's femoral artery. The patient was being monitored while in the cru and at this time the rn noticed that the arterial pressure (ap) line had stopped working. The rn was unable to get a pressure waveform. Rn stated that it was hooked up to a heparinized pressure bag and that it had been maintained as per their protocol. Patient was pumped off the fiberoptix ap. There was no reported patient death or injury. It is unknown if the intra-aortic balloon pump (iabp) therapy was delayed or interrupted. There were no reported patient complications and the patient outcome is listed as patient removed from the pump. Patient did not die.